Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. The stapler was returned with (B)(4) staples remaining in the cover block, indicating that at least (B)(4) staples were fired by the customer. The trigger was returned partially engaged. There was clear evidence of use in the form of biological material was present on the device. Upon functional inspection, the first fire attempt in the air resulted in the staple fully forming and releasing. On the first fire in the skin pad, an unformed staple and a fully formed staple released at the same time. On the second fire in the skin pad, an unformed staple and a fully formed staple released at the same time. On the third fire in the skin pad, an unformed staple and a fully formed staple released at the same time. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. The pusher appeared to be misaligned. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. Upon functional inspection, the first fire attempt in the air resulted in the staple fully forming and releasing. On the first fire in the skin pad, an unformed staple and a fully formed staple released at the same time. On the second fire in the skin pad, an unformed staple and a fully formed staple released at the same time. On the third fire in the skin pad, an unformed staple and a fully formed staple released at the same time. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " misfire/jamming in use - staples not firing. No adverse reaction occured in a patient. (B)(4) devices used on the same patient". Please see associated MDR# 3003898360-2024-00603.

Event description:
It was reported " misfire/jamming in use - staples not firing. No adverse reaction occured in a patient. 2 devices used on the same patient". Please see associated MDR# 3003898360-2024-00603.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " misfire/jamming in use - staples not firing. No adverse reaction occured in a patient. 2 devices used on the same patient" please see associated MDR# 3003898360-2024-00603.